Event description:
In 2008, the pt reported he was having difficulty with his infusion sites staying attached to his skin. He stated they stay in place for "less than one day". He stated that he cleans his skin with an IV prep pad prior to attaching the infusion site, and he allows his skin to completely dry. He stated he is not using any new soaps or lotions. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the alleged infusion sties to return for eval. Product was replaced. No product will be returned.

Manufacturer narrative:
No product will be returned for eval.